Manufacturer narrative:
No device returned for evaluation.

Event description:
Reportedly, during use on a patient no alarm occurred when the ventilator pressure raised only 5cmh2o instead of 17cmh2o, preventing the patient's lung from inflating adequately. Please note that there was no serious injury in this case.